Manufacturer narrative:
The referenced faradrive steerable sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the atrial fibrillation pulsed ablation faradrive steerable sheath was selected for use. It has been mentioned that after unpacking, the sheath was leaking air. The sheath was replaced with new faradrive sheath, and the procedure was completed successfully with no patient complications. The product was received for analysis. It was further reported that the sheath leaked air when the sheath inserted into the left atrium and pump back. 20 ml injection syringe was used for irrigation. No fluid leak was seen. Dilator and guidewire had been inside the sheath prior to, and/or at the time, the air was observed.

Manufacturer narrative:
Additional information in section b5 describe event or problem.

Event description:
It was reported that during the atrial fibrillation pulsed ablation faradrive steerable sheath was selected for use. It has been mentioned that after unpacking, the sheath was leaking air. The sheath was replaced with new faradrive sheath, and the procedure was completed successfully with no patient complications. The product was received for analysis and investigation is still in progress. It was further reported that the sheath leaked air when the sheath inserted into the left atrium and pump back. A 20ml injection syringe was used for irrigation. No fluid leak was seen. Dilator and guidewire had been inside the sheath prior to, and or at the time, the air was observed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation pulsed ablation faradrive steerable sheath was selected for use. It has been mentioned that after unpacking, the sheath was leaking air. The sheath was replaced with new faradrive sheath, and the procedure was completed successfully with no patient complications. The product is expected to return for analysis.